Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer had not removed the air from the cartridge. Tandem technical support (cts) educated the customer on proper air removal techniques. There was no adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with cts, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.